Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer thought there was an ECG waveform after the patient's heart stopped. There was no reported adverse patient impact. No immediate clinical actions were reported, including no report of use of pacing or defibrillation or medications. There was no report of delay in treatment. Note that patients can exhibit dissociation of electrical and mechanical heart actions and this would be independent of any monitoring.

Manufacturer narrative:
Supplemental report for failure analysis info: one processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board.